Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that they had an issue with the infusion needle set that comes in the bard 2132075 kit. The needle kit portion actually fell apart, and they opened a second one and it did the same thing as well. No harm to the patient, just had to access the port twice. The first one happened after the port access, the second kit the needle was already out. This report addresses the second device.